Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass or sleeve procedure. The suture reload was being used with the suturing device. The loop on the suture reload had opened while being used to lock the stitch in place on the first pass. In order to resolve the issue and complete the case, opened a new pack of suture reload. There was no patient harm. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.